Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebu0855 showed no other similar product complaint(s) from this lot number. Sample discarded.

Event description:
It was reported by the sales rep that the facility reported having a powerglide that sheared off. Clinician reported that after insertion the catheter showed resistance. Stopped advancing and attempted to pull back it seamed to be stuck. Pulled the needle out and then attempted to retrieve the catheter, the catheter broke approximately 4 cm was left in patients arm. The patient was taken to ir and the catheter was removed.